Event description:
During testing of intuitive harmonic ace curved shears, the generator displayed the error message "instrument not recognized". The device was taken apart and reassembled 3 times, with the same issue being identified. A new disposable handpiece was hen opened/tested and worked well without incident. Robotic lab sleeve gastrectomy, hiatal hernia repair.